Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 05apr2016 a call was received by our affiliate in (B)(4) who received call from a patient (pt) who reported that he/she was diagnosed with a corneal ulcer while wearing the acuvue oasys brand contact lens (cl). The pt reported that he/she ¿began wearing the lens on monday and by friday he/she had symptoms.¿ the pt reported that he/she ¿wears cl all day doesn¿t remove.¿ the pt also reported that he/she sleeps in the lenses and replaces the lenses every one or two weeks ¿depending whether the pt removes the lens during the week.¿ the pt reported the onset of pain, irritation and photophobia on (B)(6) 2016. The pt reported that the symptoms worsened throughout the day. The pt reported that he/she went to an eye care provider (ecp) on (B)(6) 2016 and was diagnosed with a corneal ulcer os. The pt also reported that he/she was prescribed ¿moxyfloxacin 1 gtt every 10 minutes for two hours, then 1 drop every hour for the remainder of saturday and part of sunday.¿ the pt reported that on sunday, the treatment changed to every 2 hours. The pt reported that he/she had a third follow-up appointment on (B)(6) 2016 and the treatment was changed to 1 drop os every four hours for one week. The pt reported that the ecp told the pt that the ¿os has improved a little today, but remains with conjunctival swelling due to the corneal ulcer.¿ the pt reported that the suspect cl was discarded. The pt also reported that he/she wished to return to acuvue advance cl which the pt had worn for years without issues. On 19apr2016 a call was placed to the pts treating ecp and the pt was cleared to return to cl wear. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002g5h was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.